Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced discomfort at the ipg site. Ipg was fully functional. To address the issue patient underwent surgical intervention on (B)(6) 2020 where the ipg was relocated to a new position pocket site.